Event description:
It was reported that a medical student was preparing to "rewire" an angio catheter with a triple lumen catheter. They attempted to remove the sterile catheter sheath, but it was too tight. A hemostat was used to loosen the blue hub from the introducer and blood "poured" out onto the pt's bed. The white fitting on the end of the catheter twisted off. As a result, another catheter was used. No further pt complications reported.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.